Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose levels. The customer also stated that insulin leaked past the o-rings. The customer stated he was using the correct technique to fill the reservoirs. Nothing further was reported.